Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi solidback cup 52mm; cat# 500-03-52d; lot# mnpajt. Accolade 132 size 2.5; cat# 6020-2530; lot# 49429006. 32mm -4 lfit v40 head; cat# 6260-9-032; lot# 38467402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient's daughter stated her mother has been experiencing excruciating pain, rom, vertigo symptoms and off balance since her right tha that was performed on (B)(6) 2015. Patient would like to know if the implants are part of a recall.